Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; late open surgical conversion after endovascular abdominal aortic aneurysm repair vinay kansal, sudhir nagpal, prasad jetty (eur j vasc endovasc surg (2017)). Date of death unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent and endurant stent graft systems were implanted in patients for the endovascular treatment of abdominal aortic aneurysm repair. The following adverse events were observed: 30 day mortality.